Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and motor error. The customer¿s blood glucose level was 13 mmol/l. At the time of the incident. The customer also reported he rewound the insulin pump and insulin pump alarmed several times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test at four lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.